Event description:
End users mother called stating that her daughters 9781 I-fit shower chair allegedly cracked in half. This caused her to fall and sprain her ankles. She has old sports injuries and the fall has aggravated them. She did not seek medical attention. She is doing better now. A replacement model is being issued. The malfunction has not been confirmed. RMA 860240776 issued for the return of the product for an investigation.